Event description:
The patient experienced a shocking/jolting, described as "several shocks", while she was eating. This occurred only one time. There was no known accident or incident related to this event. The patient was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).